Manufacturer narrative:
Date of event: date is an estimate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been having some issues with their ins and equipment. The controller did not stay charged, one moment it would be at 40, 50, or 60% and 2 hours later the controller was dead, the battery voltage was dropping off too quickly. When these issues started, they noticed that the ins didn't stay charged as long either and the ins would die in the middle of the night, causing a return of pain. These issues cause the patient to recharge both devices regularly. When they charged their ins, they had to stand in one position and not move otherwise the recharge quality dropped. The controller was then saying "no device found" with no cords plugged in to the controller. During the call, the patient started a recharge session and they were recharging excellent with the ins in the red. The controller may have an intermittent connector. No further complications were reported or anticipated.